Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate.this supplemental emdr represents the bard/davol ventralex mesh (device 2). Additional MDR was submitted to represent the bard/davol mesh - ventralex (device 1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿a sizeable incisional hernia in the upper midline was reduced and large piece of ventralex mesh (device 1) was placed and anchored it circumferentially with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent umbilical incisional hernia thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿a umbilical incisional hernia in the infraumbilical area was dissected and small piece of ventralex mesh (device 2) was placed and anchored circumferentially.¿ (B)(6) 2012 ¿ patient was diagnosed with postoperative wound infection with sepsis thereby underwent open repair. Per operative notes, ¿the prior old meshes (device 1 and 2) were intact. A well incapsulated chronic seroma was drained and necrotic tissue were closed with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, chronic seroma with chronic abdominal pain thereby underwent open repair with removal of old meshes and implant of xenmatrix mesh (device 3). Per operative notes, ¿ the old meshes (device 1 and 2) with fair amount of fibrotic, inflamed and scarred tissues were removed. The seroma cavity on both sides of the midline was drained. The fascia was closed with sutures and xenmatrix mesh (device 3) was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with abdominal wound abscess with infected infusion port thereby underwent open repair. Per operative notes, ¿the infusion port placed for the previous laparoscopic banding surgery was infected and completely removed. The abscess was drained, and wound was irrigated with sutures.¿ (note: the previously placed mesh (device 3) was not seen during this procedure.¿ (B)(6) 2017 - patient was diagnosed with suture granuloma of abdominal wall thereby underwent excision of granuloma. Per operative notes, ¿granuloma from the previous prolene sutures were removed. The fascia was closed secured with sutures. ¿